Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited far r-wave oversensing causing inappropriate mode switch. No intervention had been performed; the patient remained stable.